Event description:
During ivtm therapy, the thermogard console (sn (B)(6)) powered off. Following this, another ivtm console was used to continue ivtm treatment. No consequences or impact to patient.

Manufacturer narrative:
Correction on b5 & h6. The thermogard console (sn (B)(6)) in complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by replacing the fuses. The on-site biomed found that the fuses were blown. After replacing the defective fuses, the thermogard console was placed back for clinical use.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn: (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn: (B)(4)) powered off. Following this, another ivtm console was used to continue ivtm treatment. Patient's status is unknown.